Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024. D6b: explant date: april 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.